Event description:
Pt fell 10' at work and sustained a closed left ankle fracture. Pt was initially treated with an external fixator and 17 days later their external fixator was removed and their fracture was fixed with op1, autograft, demineralized bone matrix and premade osteoset beads secondary to the complexity of their fracture. A month and a half later the wound was infected and the pt presented with fevers and necrosis of their skin at the surgical incision. Pt has since undergone 17 further surgeries (including a free flap for coverage) and is still not healed.